Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the buttons of the insulin pump are unresponsive. Customer's blood glucose level was 5.7 mmol/l at the time of the incident. The customer also reported that the numbers would ramp up. Troubleshooting was provided but the issue was not resolved. The insulin pump will return for analysis.

Manufacturer narrative:
Device passed self test displacement test. Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing.